Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an external shock due to exhausted or inappropriate antitachycardia therapy, resulting in a power on reset (por) which caused the loss of wireless telemetry on the device. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited low impedance measurements and oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.